Manufacturer narrative:
A third party vendor's biomedical service engineer evaluated the instrument. The engineer resolved the issue by replacing the cap piercer waste valve. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system leaked from the cap piercer blade wash. The operator wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.